Event description:
It was reported that the patient's lead was exhibiting high impedances and more difficulty programming stimulator. The patients lead was replaced, and the patient is doing well. The lead was not returned.